Manufacturer narrative:
According to info given, the lift is in good working condition with exception of the missing safety latches which, by using our users guide, did not contribute to the event but indicates that service or maintenance is not according to our instruction. The sling used is not a recommended combination with our product and was not mfg by liko. Due to this, we do not know what guidelines this specific sling MFR gave to the user. Since the lift is in good working condition, no conclusions can be made by us regarding the cause of the event. This incident could not be recreated when a liko sling was used with the lift.